Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment had multiple cracks. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/23/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2014 with the following findings: visual inspection revealed that the battery compartment had multiple cracks. One crack was located at the opening of the battery chamber and extended down to the grip pad. Another crack was located below the grip pad and extended down to the primary seal. Unrelated to the complaint, evaluation revealed that the audio bolus button cover had a hole in it. The audio bolus button functioned appropriately despite the cover damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).